Event description:
It was reported that during a da vinci si surgical procedure, the customer reported that the monopolar curved scissors instrument was unable to cut tissue. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the mcs instrument was placed on da vinci robot system to perform a latex cut test. The instrument's scissors could not cut cleanly through 0.006 latex. The latex got snagged at midpoint of the blade. During failure analysis investigation an indentation was found at the midpoint of the instrument's blade; the instrument's blade acts as a mechanical stop when attempting to close the blades. Failure analysis concluded that damage was likely due to mishandling. Additional observations not reported by site were banana plug bent and main tube damage. The banana plug pin located at the back of the housing was found to be bent. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that these damages were likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.